Event description:
Caller reported that insulin gauge displayed a different amount than expected, with the pump showing a discrepancy in the fill estimate. Technical support educated the caller that a positive value is accurate and suggested delivering a 10.2 unit bolus to update the insulin estimate; the caller complied and acknowledged the impact on insulin on board (iob). The caller completed steps to address possible issues with the cartridge, including reloading it, after which the fill estimate matched the expected value. Issue was resolved. There was no adverse impact to the customer's blood glucose level.